Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle cap breakage occurred during use with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, "the needle cap breaks open when the high pressure needle was used."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 7083685. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that needle cap breakage occurred during use with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter. "The needle cap breaks open when the high pressure needle was used."